Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt went to the hospital. It was reported that he had ketoacidosis, his blood glucose level was 400-500 mg/dl, and he had ketones+++. The pt attempted to correct the elevated levels with a bolus of 10.0 units of insulin, but it was unsuccessful. He was able to correct the level via injection of insulin. The pt's nurse noticed that the pt had not been receiving his basal insulin deliveries. The infusion set is occluded, but the infusion device did not display e4 (occlusion error). The infusion device was replaced and requested to be returned for eval.